Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
Consumer reports 4 occurrence of urinary tract infections since the first week of (B)(6) 2024. Consumer states "he has been cathing since 2011 5 x a day for uti prevention from retention. He was using the magic 3 go until it backordered in (B)(6) 2023. He has been using the hm14 since that time with the exception of a small time frame in which he trialed the hm14 ultra. He ultimately returned to use of the hm14. He states in during the first week of (B)(6) 2024, he developed a burning sensation and his urine was cloudy. He states he had a urinary culture (information not provided for this one). The lab report shows a urinary culture on (B)(6) 2024 with results on (B)(6) 2024 which was positive for infection, greater than 100,000 cfu/ml klebsiella oxytoca/raoultella ornithinolytica. He was prescribed doxycycline hyclate 100 mg twice a day for 10 days. He confirmed that he took all 10 days of the antibiotic. He states symptoms resolved by then end of the course of the antibiotic. He reported a repeat urine culture was not performed. However, the lab report shows a urine culture on (B)(6) 2024 (which would have been the last day of antibiotics) with results on (B)(6) 2024 which shows no growth. Per the consumer, within 3 days of finishing the antibiotic during the 2nd week of april, he experienced the same symptoms again. Another urinary culture was performed, again positive for infection. (Again he does not know the name of the organism but agreed to provide this at a later date). He was prescribed cipro but cannot recall the dose. The symptoms again resolved while still taking the antibiotic. A repeat urinary culture was not performed at this time. Again, within 3 days of finishing the course of the antibiotic during the third week of (B)(6) 2024, the same symptoms returned. A third urinary culture was obtained. Again, it was positive for infection (again he does not know the name of the organism but agreed to provide at a later date). He was prescribed cipro again (he does not recall the dose). He states his symptoms resolved while taking the antibiotic and he finished the course of the antibiotics. He then had a medical procedure on (B)(6) 2024 in which the bladder was flushed. He states he did not have any symptoms until again until last week in which he had a burning sensation as well as cloudy urine. Another urine culture was performed (B)(6) 2024 and he received the results yesterday (B)(6) 2024 indicating a urinary tract infection. He does not know what organism or recall the name of the antibiotic/dose prescribed but will provide at a later date." The technique was reviewed with the consumer for catheterization: he states "he washes his hands and uses a hand sanitizer. He uses both an antiseptic wipe to cleanse around the meatus as well as an "iodine" prep. He denies touching the catheter directly and only uses the no-touch sleeve. He uses a new catheter with each catheterization and the catheters are stored sealed in the original individual catheter packaging in a drawer in his bedroom. He states his physician gave no rationale for his repeat urinary tract infections but advised he may need to have stents placed if it continues. He denies any difficulty catheterizing."